Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the device was jump started and the patient was told to charge it at least once a week, two if needed. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient mentioned they had to charge their ins 2-3 times per week since the ins had to be brought out of over discharge. The patient mentioned the ins would deplete even if they were not using the therapy during the week. The patient said "it feels like I am charging the ins more than I am using it." The patient said they were told by their healthcare provider (hcp) to only use the therapy when they are on the move prior to getting home and resting, but the patient had not been able to use the ins for the entire time they are out and about during the week because the ins would deplete and the patient would have to charge the ins. The patient said they cannot complete an entire workout without the ins depleting and not being able to complete workouts had made the patient gain weight. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned they had moved at one point in time and could not walk during the move. The patient later called back and reported that she feels there is a malfunction with her ins battery because it is showing empty and she just charged it. Patient services suggested that the patient contact her hcp and have the ins battery checked.